Event description:
It is reported that the pt underwent manipulation under anesthesia due to right knee arthrofibrosis.

Manufacturer narrative:
Eval summary: review of implantation, and manipulation surgical reports provided gives no indications of a root cause. No x-rays were rec'd, so no check could be made for correct fit and orientation as per the surgical technique. Pt factors that may affect the performance of the components such as bone quality, activity level or type of activity (low impact vs. High impact) are unk. A definitive root cause cannot be determined with the info provided. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened.